Manufacturer narrative:
Date of event: estimated using initial notification date as no date was provided. A promus premier ous mr 16 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break located at 22.4 cm distal to the distal end of the strain relief. Additionally, multiple kinks were noted along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple kinks of the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that device damage occurred. A 16 x 3.50 promus premier drug-eluting stent was selected for used. However, the material was found defective. There were no patient complications reported. However, returned device analysis revealed hypotube detached.